Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Ten years ago, the patient underwent tha procedure with accorlade tmzf. On (B)(6) 2020, sank of the stem was noted by the x-ray. Revision is not scheduled at the current sage.